Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with failed posterior fusion and underwent unspecified procedure at t5 to pelvis. During the surgery, the tip of the driver broke off while trying to remove a pedicle screw. The product came in contact with the patient. The broken piece was found and removed from patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and microscopic evaluation confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.